Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on an aviva nano system compared to a professional system and lab result within 10 minutes: 3.9 mmol/l (aviva nano system) and 26.9 mmol/l (professional system), 4.2 mmol/l (aviva nano system), 22.0 mmol/l (professional system), and 22.0 mmol/l (lab result) sets of readings were taken at different times. No adverse event reported. The alleged product was requested for evaluation.